Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -9.0/1.0/81 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)2022. Excessive vaulting was observed.

Manufacturer narrative:
Weight, ethnicity, race:unk. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -9.0/1.0/81 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vaulting was observed. On (B)(6) 2022 the lens was exchanged with a shorter length lens due to excessive vault. The problem was resolved. No patient injury reported. Claim#: (B)(4).